Manufacturer narrative:
Common device name: nextgen altius oct system or nextgen altius oct system. UDI number: na. 510(k) number: k113593 or k122378. Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a lineum screw head broke approximately 6-7 years ago. No further information is available.

Manufacturer narrative:
The product was not returned and no photos were provided, so an evaluation could not be performed. As such, no evaluation results are available and no conclusions regarding the cause can be drawn.

Event description:
It was reported that a lineum screw head broke approximately 6-7 years ago. No further information is available.